Event description:
It was reported that the ventricular lead dislodged. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient sustained a pericardial effusion of unknown cause. An echocardiogram did not indicate perforation.